Event description:
It was reported that this pacemaker displayed a fault code f1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and recommended to continue to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.